Manufacturer narrative:
Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Once the investigation result is available, an amended medical device report will be filed.(B)(4).

Event description:
It is reported that pt was revised due to pain. During revision surgery, abrasion between adapter and shaft cone was detected.